Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was showing a battery indicator when he was trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using oral medications with diet and exercise including metformin to manage his diabetes. The patient reported taking his usual dose of oral medications in the morning on the day of the alleged issue. The patient reported 1 hour and 45 minutes later he developed symptoms of "nervousness." The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the subject meter. The meter's battery did not need to be recharged. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.